Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: were there any staples missing from the staple line? Yes. What was the shape of the staples (b-formation, irregular, legs straight)? Unknown. Please describe how the device did not fire correctly. It appeared to have misfired as there was a hole in the bowel when it came to anastomose. Did the post-operative care change based on the leak? Yes. Was the transection taken in one or multiple firings? One firing. Is the colostomy permanent or temporary? Unknown at this stage, potential to be permanent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any radiation or chemotherapy prior to the surgery? What is the current patient status?

Event description:
It was reported that during a low anterior resection procedure, the device was fired and on testing the anastamosis there was an anastomotic leak along the staple line. This led the surgeon to believe that there was a fault with the staple line and that the device had not fired correctly. They had to open another device to re-staple and then perform a hartmann¿s procedure to defunction the patient.

Manufacturer narrative:
(B)(4). Batch # n5626c. The analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.